Event description:
Hospital reported that during surgery the nurse noticed the tip from the pool suction had fallen off the instrument. An x-ray was ordered, but was not available. Since the patient was still on the table and during the same surgery, the surgeon re-opened the patient and was able to retrieve the piece. There were no adverse consequences to the patient. The hospital explained the device is available to send in for evaluation, however, just not immediately.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.